Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable was found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observations not reported by site: the instrument was found to have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument passed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. Components adjacent to the broken wire do not show damage.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had frayed wires. The instrument was not used on a patient after the issue was identified.